Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient reported that the trend arrows were not always pointing in the correct direction. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was not confirmed via log review. A root cause could not be determined.